Manufacturer narrative:
Unit passed displacement test, selftest, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss due to internal battery connector not fully connected into j6 of pcba 1. (B)(4).

Event description:
Information received by medtronic indicated that the battery of insulin pump only lasts for one day. Customer stated that they were using new batteries and lately there were no alerts on insulin pump for low battery and insulin pump would turn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.